Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, and urgency frequency. The caller indicates that over the last month they have experienced a real bad shock while recharging. This has happened twice over the last month. The caller indicated that they have been using a t-shirt in between skin and recharger now and it has not happened again since that time. The caller reported that they were never informed to have fabric between skin and recharger. The caller is not sure where the shocking is coming from. Additional information was received from the patient. Pt repeated information previously reported in this case that they received a letter that their device was recalled. Reviewed information in this case that this letter was a follow-up letter from a previous call, not a recall notice. Pt stated they "went in on the 23rd and talked to rep about it" and was told that they did not receive any notification of a recall. Pt also stated they talked to a different rep about this recall inquiry. Pt stated the letter requested the following information: the serial number of the recharger and "write the steps taken to resolve the issue, date/details and has the issue been resolved". The pt stated they figured it out when they charged the device it finally connected but stated it took forever. Pt stated it take forever to connect then it takes forever to charge, but then later stated it's "pretty quick to charge". Additional information was received from the patient. They reported that patient called to respond to the letter they received. They stated it still took forever to connect and charge, it had been doing that for the last while and patient had to be in just one still position in order charger, but they should not have to do that, it was frustrating. Nothing had been done about the situation, it still took hours/2 hours to get it charged. They noted they had an appointment scheduled with their hcp on (B)(6) 2022. The issue was not resolved, they were going to bring all their charging equipment with them to the appointment. During the call the patient also reported the shocking was still happening, but only a couple of times when using their charging equipment. They put 2 extra pieces of clothing and it did not shock as bad, but they still felt it and they were concerned/worried. They said they event used a thick towel to prevent it as much as possible as they did not want to get electrocuted. Asked if pt charges in a humid environment such as just after a shower and pt stated they dry off completely and wait 2 days after their shower to recharge. Redirected to report this to their doctor, pt said they have told their doctor about it. Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence and urgency frequency. It was reported that the patient has pain and experienced a shocking sensation during the recharging of the ins. The issue is ongoing. Additional information was received from the patient. They reported that the sensation was only felt during recharging and that a layer of clothing was used. The layer of clothing did not resolve the sensation. They indicated that the belt was used and the belt did not resolve the issue either. Additional information was received from a healthcare professional (hcp). The hcp reported that the sensation was felt only during a recharge session, and that the patient used a layer of clothing to cover the entire surface, but that did not resolve the sensation. In order to resolve the issue, they elected to replace the device; it was replaced on 2/1/23.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence and urgency frequency. It was reported that the patient has pain and experienced a shocking sensation during the recharging of the ins. The issue is ongoing. Additional information was received from the patient. They reported that the sensation was only felt during recharging and that a layer of clothing was used. The layer of clothing did not resolve the sensation. They indicated that the belt was used and the belt did not resolve the issue either.